Event description:
The patient received her scs system on (B)(6) 2008 including an ipg. It was reported the patient is not feeling stimulation. She is also having difficulty charging her ipg. The patient was sent a new charger to resolve the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.